Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the lead showed impedances during intraoperative testing. They reconnected the testing cable, pulled the cannula back a bit more, still no resolution. They opened a new lead and all of the impedance issues cleared. No cause was identified. The issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, implanted: product type accessory, product ID 924256, lot# 082212119a, product type accessory, product ID 3387s-40, lot# va214kt, product type lead. Analysis of the lead lot # va214kt found the lead body outer insulation was damaged at depth stop site. Analysis of the stylet accessory found that the stylet wire parylene coating damage at depth stop site. If information is provided in the future, a supplemental report will be issued.